Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.

Event description:
Revision surgery for wear - glenoid insert at 5 years post-operative revision tsa to rsa. Patient ID: (B)(4).